Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported failure condition was confirmed during evaluation and internal inspection found damage to the lcd color cable. It cannot be determined how the color cable became damaged. As a result, the color cable was replaced to remedy. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely blank and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.